Manufacturer narrative:
(B)(4). The device has ben returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt experienced a shocking or jolting sensation following a fall. He turned his implantable neurostimulator (ins) off for a week and did not experience any shocking when he turned it back on. A MFR's rep palpated the system and did not observe any shocking. The pt was receiving good therapy. Add'l info indicated the ins was explanted and replaced due to normal battery depletion. All impedances were within normal limits. The pt did not experience any add'l shocking or jolting. A f/u report will be sent if add'l info becomes available.